Event description:
It was reported to philips that the system was unable to boot. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot. Upon functional testing, the fse found that the cmos battery was depleted. To resolve the issue, the bio-med replaced the battery and tried to boot the system, but it failed to boot up. After multiple attempts, the fse used the pc diagnostics tools and was able to boot the system. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.